Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the exact cause of the coronary artery obstruction could not be confirmed. Patient factors (severe annular, native leaflet, and lvot calcification) may have contributed to this event. It was speculated that debris may have been dislodged during the procedure, obstructing the lad. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, a 29mm sapien xt valve was deployed in a final 70:30 aortic/ventricular (a/v) position, resulting in mild paravalvular leak (pvl). Post valve deployment, the patient exhibited st segment depression. A coronary catheterization was performed and the lad was noted to have partial blockage. A stent was placed, opening the lad completely. Following the procedure, the patient was transferred to ICU. Post operative day (pod) 1, the patient arrested while in ICU. CPR was performed. The patient was revived and placed on bypass, but later expired. The stent was still open and there was no blood observed in the pericardium on transesophageal echocardiogram (tee). It was speculated that the lad obstruction may have been caused by debris knocked loose during the procedure. It was reported that the xt valve leaflet was not positioned to obstruct the lad. The cause of the patient¿s death could not be confirmed. At the time of his death, the xt valve was functioning normally, the lad stent was open and no pericardial effusion or annular rupture was noted. No autopsy was planned. The patient¿s annulus measured 25mm x 39mm by CT. The valve are was noted to be 625mm2 by CT and 600mm2 by tee, although it was difficult to measure due to calcium shadowing. Severe annular calcification and severe native leaflet calcification were reported. It was also noted that there was a large amount of calcium in the lvot.